Manufacturer narrative:
Event conclusion cpi received a medwatch form 9/24/97 stating: ICD implanted for slow v-tach. Stress test performed on 9/9/97. Magnet applied to ICD during test to turn off device. Following the test, it was noted that device was contin. Beeping and was blinded to tachycardia. Despite multiple magne maneuvers, device could not be reprogrammed. The ICD was returned to cpi; analysis is in process.